Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that a patient, initial left knee implanted on (B)(6) 2017, underwent a revision procedure on (B)(6) 2023, approximately 5 years 11 months post the initial procedure, reason for the revision is unknown. Poly was swapped. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
The revision reported may have been the result of polyethylene wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the extent and root cause of the reported polyethylene wear cannot be confirmed as the devices were not available for evaluation, and radiographs/photographs and operative notes were not provided.

Manufacturer narrative:
H6. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. The patient has bilateral knee replacements, this suggests joint maladies. These devices are used for treatment not diagnosis.

Manufacturer narrative:
D10: concomitants: 2641570; 200-05-26 - inset patella 26mm. 3585538; 02-012-48-3011 - logic cr tib insert slope+, sz 3, 11mm. 4184948; 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. 4389294; 02-010-03-0230 - logic cr femoral cem, left, sz 3.